Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the returned lead found it was in good condition and it passed end to end continuity, output resistance and inter-channel continuity testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2020-32207. It was reported that the patient was experiencing ineffective therapy due to high impedances. Fluid was discovered in the cap of the connector of the extension. As a result, the patient's lead, ipg, and extension were replaced.